Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with pump. Troubleshooting was performed for no delivery and customer states the insulin exited. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.